Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl had an ECG fault after the control board was replaced. There was no report of pt involvement.